Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error message to replace the sensor occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early expiration was determined to be a stale start command. The reported event of an error message to replace the sensor is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.